Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt came for a check-up as he is no longer able to hear with his device. According to the pt's father there was no head trauma. Testing was carried out on (B) (6) 2009, which showed all channels with status hi.